Event description:
The field service engineer (fse) reported to olympus, that the oes bronchofiberscope had a spot on the image. The issue was found during preparation for use for an unknown diagnostic procedure, and the procedure was completed with a similar device. There were no reports of patient harm. During inspection and testing of the returned device, the coating on the connecting tube was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating on the connecting tube is peeled off (over 1mm2) and the image is not clear due to another broken image guide (ig bundle). The eye piece is deformed, the distal end is dented and the insulation resistance value on the distal end is out of standards due to the broken a-rubber. There was waterproof failure due to the cut a-rubber and there was corrosion from control unit due to the leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by physical stress. The event can be detected/prevented by properly handling the device described in the instructions for use as follows: "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.